Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the rear and front housing was cracked on the top and bottom corners. The downstream and upstream sensors were contaminated. A review of the event history log found an upstream occlusion, high pressure, and air in line detected alarms. During the functional testing, the customer reported problem was able to be duplicated. Three accuracy tests were run and the pump was found to be over delivering to the manufacturing specifications. The most probable cause was preventative maintenance. The expulsor assembly, upstream sensor, downstream sensor and air detector were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device failed the pressure test post pm repair. The pump did not stop dispensing. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.